Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please refer to MFR. Report numbers: 1221359-2021-01652, 1221359-2021-01654, 1221359-2021-01655, 1221359-2021-01656 and 1221359-2021-01657.

Event description:
The customer sent a cumulative report of thirteen (13) false negative results with the ID now covid-19 assay generated across eight (8) different testing sites performed on various dates. This MFR. Report addresses lot 2 of 6. The customer reported one (1) false negative result with the ID now covid-19 assay. The nasal sample was collected on (B)(6) 2021 confirmation testing was performed by (B)(6) and generated positive results. Nasal samples in transport media were collected on (B)(6) 2021. (B)(6) platform was used to test all samples. Per the customer, no further information will be provided.

Manufacturer narrative:
This supplemental report is being submitted to report the investigation conclusion and additional information. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1014263 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1014263, test base part number 190-430 / lot 1014263. The lot met the required release specifications. A review of the complaints reported as false positives results (confirmed and unconfirmed, conflicting results) related to kit lot 1014263 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue as the logfiles provided were inaccessible.